Event description:
It was reported that a right ventricular (rv) leadless pacemaker (lp) had difficulties releasing from the delivery catheter at initial implant. Physician was able to manipulate the catheter's protective sleeve to release the lp. However, the lp dislodged into the right atrium and had to be retrieved. Physician attempted to redock the lp onto the catheter, but the catheter's tethers were bent and unable to accept the lp. A replacement catheter was used to complete the procedure. Patient was stable.